Event description:
Boston scientific received information that this left ventricular (lv) lead had high out of range pace impedances and loss of capture in all configurations at maximum outputs. A x-ray revealed that there is a fracture in the subclavian area. The patient reported falling approximately one month prior, however there has been no allegations the fall resulted in a lv fracture at this time. The lead was deactivated and a revision will be scheduled in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.